Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringes are missing scales on the syringe. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd posiflush xs pre-filled flush syringes are missing scales on the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
One sample unit was returned for evaluation by our quality engineer. Upon visual inspection of the sample, the barrel label was observed missing. The barrel label provides the scale markings as well as the product information, including the lot number and expiration date. A device history record review did not reveal any documented quality issues during the production of lot number 8143609 that could have contributed to the observed defect. Based on the investigation, it has been determined that the missing barrel labeled was a result of a failure in the vision camera. Corrective action has been initiated to improve the camera detection and ensure defective product is detected. Complaints for this defect and device will continue to the monitored.